Manufacturer narrative:
The returned device was evaluated and an alarm was found in the data download indicating that an occlusion occurred. The investigation found scratches on the tube nut at what would have been the point of contact with the reservoir cap. Although damage was found, the cause of the reported event could not be determined. The investigation also found the needle exposed before opening the pod. Found the needle not sitting in the slide retract after opening the pod. It was not determined that the exposed needle contributed to the reported event. A leak was discovered in the exposed soft cannula. Fluid was observe exiting a tear in the soft cannula rather than the tip. It could not be determined how or when the cannula was damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.  Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.  Checking your blood glucose.   Chapter 4 / page 36:  warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported while a patient wore a pod for less than an hour their blood glucose level rose to 271 mg/dl.